Manufacturer narrative:
Concomitant medical products: 5554-45 lead, implanted: (B)(6) 1999. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that occasional pauses were experienced by the patient. The right ventricular (rv) lead was noted to have exhibited high impedances. The lead remains in use. No further patient complications have been reported as a result of this event.